Event description:
The patient was in respiratory distress. The tubing on the collection device was found to be bent over and kinked. A chest x-ray was ordered and it showed a left pneumothorax. After the tubing was unkinked the chest x-ray was ok.

Event description:
The patient was in respiratory distress. The tubing on the collection device was found to be bent over and kinked. A chest x-ray was ordered and it showed a left pneumothorax. After the tubing was unkinked the chest x-ray was ok.